Manufacturer narrative:
Patient information is currently unavailable. A ge healthcare service representative provided remote technical support. It was suggested to the in-house or 3rd party service to replace the poppet and abs(anesthesia breathing system) seat area. Cleaning the breathing system is also suggested. The customer did not request further assistance - the resolution of the issue is the responsibility of the customer. Patient information is currently unavailable.

Event description:
The hospital reported that, during a case especially for smaller children, the valves are sticking and they experience a pressure buildup while in the manual mode even the apl valve is set to zero. There was no report of patient injury.